Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not responding to cardiac resynchronization therapy during the atrial lead during lead revision procedure. It was noted that it was not due to lead malfunction, but patient issue. Patient had symptoms of shortness of breath with exertion. Physician decided to electively explant and replace the lv lead also when the pocket was open. The patient was fine in the recovery room after the procedure.